Event description:
Additional information was received from the patient. The patient reported that the device is just not working as before. They are set on program 1 at 1.5 volts to save the battery life. The patient will go see the healthcare provider (hcp). No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having problems holding their urine. They were getting up three to four times at night. Their urologist prescribed them a medication, and the patient noted their current urologist was not familiar with the device. They had not had any falls, trauma, nor changes in activity. Programmer use was reviewed. The patient increased stimulation on program one to 8.5 volts and was not able to feel stimulation. It was reviewed how to change programs. They increased on program two and were not able to feel stimulation. It was recommended they follow up with their healthcare provider to have the device checked and to further address the issue. Additional information was received from the patient. They reported that they had not received the healthcare provider listings in the mail yet. It was reviewed they would be sent 2021 (B)(6), and the healthcare provider information was provided verbally.